Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator repeatedly generated an internal power error. The ventilator was investigated on site and the monitoring printed circuit board (pcb), a pcb memory backup battery, and a knob cover were reported damaged and replaced. No parts have been returned for further investigation, nor any information of how and why this material was damaged has been provided. Damaged pcbs can cause various technical errors. In general, if an internal power failure occurs during ventilation, it may lead to stop of ventilation. Alarms will be generated. No part was returned for investigation, the issue was confirmed from the problem description/service report. The root cause of this issue has therefore not been established in this investigation.

Event description:
It was reported that the ventilator generated an internal power error. There was no patient harm. Manufacturer ref.#: (B)(4).